Event description:
The customer called for help with his contour meter. He alleged he was receiving low readings such as 10 and 12 mg/dl. While troubleshooting, it was discovered the meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.